Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired and no staples deployed? Or did the device not cut or staple? What firing did the issue occur? Was buttressing material used on that firing? What device was being used with the cartridge reload?

Event description:
It was reported that during a gastroplasty by video laparoscopy procedure, one unit of white load presented problems in its firing, when the stapling did not continue even after many attempts. When they remove the stapler from the abdominal cavity, the stapler works and they replaced the load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: the firing was activated and it did not work, did not staple (the firing did not occur correctly) and the stapler locked with the load inside. There was not reinforce, the load was replaced by other one.